Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the non-tortuous, non-calcified, 75% to 90% stenosed, proximal left circumflex to first marginal coronary arteries. A 2.5 x 18 mm xience alpine stent delivery system (sds) was selected for the procedure. During the first attempt to inflate the balloon, the physician noticed that negative pressure could not be maintained. The balloon was inflated to 14 atmospheres, it was observed that the balloon was not evenly inflated. There was a waist in the center of the balloon and contrast was observed to be leaking. It was observed that the stent implant was not fully expanded. The sds was removed from the anatomy. A 2.5 x 12 mm balloon catheter was advanced to the lesion and inflated to fully expand the stent implant and ensure that it is fully opposed to the vessel wall. Following the procedure, the balloon was inflated and the sds was observed to be leaking at two places; distal balloon inflation lumen and the proximal mono-rail lumen. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported shaft leak and inflation issues were confirmed. The reported difficulty to deploy was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guide wire during advancement to the lesion, due to inadvertent mishandling by user, causing the reported shaft leak (inner member tear) and noted shaft kink. During inflation of the device the inner member tear caused the reported difficulty to deploy and inflation issues. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.